Manufacturer narrative:
Expertise of the returned device confirmed that it behaved as specified.

Event description:
Reportedly, it was observed during a follow-up performed on (B)(6)2020 that the battery impedance of the subject pacemaker was 20kohms and that it could not be interrogated later during the follow-up. On (B)(6)2019 , a residual longevity of 11 months was displayed. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed during a follow-up performed on (B)(6) 2020 that the battery impedance of the subject pacemaker was 20kohms and that it could not be interrogated later during the follow-up. On (B)(6) 2019, a residual longevity of 11 months was displayed. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, it was observed during a follow-up performed on (B)(6) 2020 that the battery impedance of the subject pacemaker was 20kohms and that it could not be interrogated later during the follow-up. On (B)(6) 2019, a residual longevity of 11 months was displayed. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.